Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was over 300 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that he has been having issues with no delivery for at least a month. The customer was advised of the no delivery alarm and possible causes. The customer stated that the alarm was resolved by a complete set change. The customer stated that he had diabetes since he was little and knows how to handle his high blood glucose readings. The customer declined to troubleshoot for high blood glucose readings. The customer also stated that he had low blood glucose readings because he over corrected. The customer did not want to return the set and reservoir for analysis. The customer was advised to call back when the alarm occurs to troubleshoot.